Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The current black box showed no evidence of a battery life issue. No moisture/corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap attached to the pump and powered it on. The battery compartment was cracked above the bumper pad. The current draws were within specifications. The pump cover was removed to find no evidence of moisture or loose components. The battery life issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.